Manufacturer narrative:
The arjo representative's visit to the hospital has not yet taken place. This is due to the restrictions on visits caused by the spread of a multiresistant bacteria. The visit and evaluation of the bed will take place after the hospital's approval has been received.additional information will be provided to the next follow up report.

Event description:
Following information gathered, electrical CPR did not work in emergency situation resulting in delayed patient intubation. Detailed information regarding patient condition is currently unknown.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided within follow-up report.

Event description:
Following information gathered, the electric cardiopulmonary resuscitation (CPR) did not work while a patient medical intervention was required. The e410 error was displayed on the control panel. The bed electrical functions were restarted by the facility staff after 3rd attempt and the CPR was used to move the bed to the flat position. This failure resulted in delayed patient intubation. The patient did not sustain any injury.

Manufacturer narrative:
During inspection of the bed performed by the arjo representative, the functional test did not reveal any issue. Following information provided by the facility staff, the defective side rail cable caused the electrical failure of the bed functions. This bed was repaired internally by the customer before visit of the arjo technician (the side rail was replaced). As the bed was repaired internally by the customer and was not available for evaluation before repair, the exact cause of the electrical CPR failure and e410 error occurrence could not be determined. The emergency CPR did not work immediately when the medical intervention was required. However, the failure of the electrical CPR error does not prevent conducting CPR. The manual CPR lever is operational and can be activated in an emergency if necessary. Tthe manual CPR lever allows to lower the backrest section of the bed's platform to the horizontal, flat position, even if the electrical components are inoperative. The instructions for use dedicated to citadel bed frame system (830.213-en) states: "in a fault or power loss condition where the CPR button is not responding, use the CPR backrest release to position the patient for CPR." Arjo device failed to meet its performance specification since the electrical CPR failure was observed when medical intervention was required. The complaint decided to be reportable due to electrical CPR malfunction in the emergency situation. No injury was claimed.